Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage. A puncture hole was noted in the lead's insulation at approximately 73mm, from the tip. This type of damage is consistent with a guidewire escaping the lumen during implant. The reported damage was confirmed and no further testing required.

Event description:
Boston scientific received information that during the attempted implant, the physician reported difficulty during vessel passage and resulted in insulation damage. The lead was removed and returned for analysis. No resulting adverse patient effects.